Event description:
Customer stated the device spoke a different result that what was displayed on the screen. Spouse noticed the screen displayed 35mg/dl while the device spoke a result of 57mg/dl. The customer stated their blood glucose had been low because they had not eaten their afternoon snack. They ate dinner and felt better. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.